Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the celling plate and light guide lens had a crack; air water cylinder, suction cylinder had no color; forceps channel port was shaved; the image had dark area partially because objective lens was shaved; bending section could not be bent in up direction at all due to wear of angle wire; objective lens and connecting tube had scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the bowden cable for the small wheel of the colonovideoscope broke during an examination. Upon inspection and testing of the returned device, it was observed that the air water tube has white foreign material. This report is being submitted for the reportable malfunction found during evaluation. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.